Event description:
Allergan representative reported receiving a report from the physician who noted that after injection with juvederm ultra plus xc in the "nasolabial folds, chin and malar area," the pt experienced "pain, redness, warm, and swelling" at injection site. The pt was seen by the physician six (6) times post-injection, dexamethasone 4 mg x 1 day then 1 mg for 5 days; piriton mg every 6 hours; danzen 1 tab 3x daily for 5 days, and aspirin, 100 mg for 5 days were prescribed. Symptoms are reported as ongoing but "90% resolved."

Manufacturer narrative:
(B)(4). Device history report summary: batch number h30l794748 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming. The attributability is then impossible to determine.